Event description:
"Unable to irrigate catheter collapses". Urology dr also was unable to irrigate. Urologist had to remove this catheter and insert a larger catheter. The urologist feels it is due to the angle of the 3 lumens on the end.